Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user account was locked even after recreation of the account. A technical support specialist (tss) observed that station was online and attempted to contact the customer multiple times but did not receive a response. Tss notified that the knowledge article "disaster recovery procedure for medstation es (new process)" was performed and attached for reference as the root cause and confirmed all stations were communicating successfully and proceeded to close the case. The system functioned as intended when the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, medications did not display for newly admitted patients, and the user was unable to retrieve medications under patient profiles. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.